Manufacturer narrative:
On (B)(4) 2015, on arrival, an field service engineer (fse) moved the waste hose to tank and drained the waste. He removed the substrate syringe, opened the waste funnel and cleaned out the built up material with 50% bleach; removed the waste line to the tank and cleaned it out. Dressed waste line in clamp above the tank ensuring that no loops remained in the line. Fse also loosen the waste tank caps to allow air to get in for better drainage, cleaned the main the tip chute and lubed the main arm z-axis. Cleaned up entire waste area with 10% bleach. The customer ran quality controls (qc) with successful results. Waste was draining normally. Instrument was performing as expected. No further activities from field service were required. The most probable cause of the reported event was a waste system tubing failure due to waste funnel clogged and a waste tank tube looped. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007.

Event description:
On (B)(6) 2015, a customer reported finding liquid under the analyzer with their aia-2000st analyzer. The customer was unable to run lh and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.